Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
During follow-up visit, baseplate loosened showing radiolucent lines. It was observed that the inferior screw had broken as well.